Event description:
It was reported that ¿nothing was working.¿ the reporter did not have access to the patient programmer to attempt troubleshooting. The patient; however, wanted to know how to turn stimulation off for leg surgery. It was noted that the patient's "remote went dead." It was noted that the "whole thing was completely dead."

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v497081, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).